Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08670 inches. Device received with scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that customer was taken to the emergency room on (B)(6) 2020 due to hypoglycemia and also loss of consciousness. Customer was alleging insulin pump was over delivering. Customer stated that blood glucose level at the time of incidents was 3.5 mmol/l. Customer treated it with glucose tablets. The customer had low blood glucose of 22-30 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will be returned for analysis.